Event description:
Reportable based on device analysis completed on 20feb2024. It was reported that crossing difficulties and shaft kink occurred. The 80% stenosed target lesion was located in the left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion due to severe vessel curve and the shaft got kinked. The procedure was completed successfully with another of the same device. No adverse patient effects were reported, and the patient condition was stable. However, device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual examination identified the stent had damage at the mid-section. A visual and tactile examination of the hypotube shaft identified a break at 23cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the mid-section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Dimensional testing identified the undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement.